Event description:
The 5mm trocar inner sleeve, which is closed but does have small holes in the inner sleeve, had a piece of something black inside the trocar. The entire trocar and package were taken to the spd manager. Trocar was replaced but the patient will have to be monitored for infection post surgery.